Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump battery was unable to charge when plugged into a power source, which led to a pump shutdown. The customer's blood glucose (bg) level was 319 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified; however, the battery charging issue was unable to be verified.